Manufacturer narrative:
On 02-oct-2025, the user reported that the system glucose (sg) readings were different from glucometer measurements. The case was escalated, and a sensor replacement was approved based on system performance, with an RMA issued for return of the sensor for investigation; however, the sensor was not returned by the time of complaint closure. The data management system (dms) shows that the user was inserted with a new sensor on 02 (B)(6) 2026. A review of the in-vivo data indicated optical instability around the timeframe of the reported inaccuracies, which may have contributed to the observed sensor inaccuracy. No further investigation was possible as the sensor was not returned. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 25 jan 2026. G3.date received by the manufacturer? 25 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.